Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 5 and 6) occurred. Reportedly, the customer had followed the prompts when loading the cartridge and was not outside of the labeled operating altitude range. In addition, customer reported a minimum fill notification after filling a cartridge with 150 units of insulin. Customer's blood glucose level was 159 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.